Manufacturer narrative:
Received 1 unopened drainage bag. The reported issue was unconfirmed as the problem could not be reproduced. The received sample was functionally tested by passing water through an in house 16fr. Catheter (not part of the samples received). Observed no drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 42 sec. The sample received reached the intended drainage indicated in tm50030 in less than 64 seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the urine would not drain into the bag. The urine was reportedly staying in the connection tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine would not drain into the bag. The urine was reportedly staying in the connection tube.